Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7054287.

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.